Event description:
Nbii hold 3/15 it was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded electrograms were premature ventricular contractions (pvcs) can be observed. The patient is in atrial fibrillation (af) with pvcs. Frequently, there is bi ventricular trigger with left ventricular inhibition due to the pvcs. Medical an programming options were discussed as resolution. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.